Manufacturer narrative:
Zoll medical corporation has not yet received the device. A replacement report will be submitted if the device is received and when it is evaluated.

Event description:
It was reported that the platform indicated user advisory 45 (not at "home" position after power-on/reset), that could not be cleared. No other info was provided.